Event description:
It was reported the tip of the depth gauge broke off. The tip of the depth gauge was not on the handle when it was removed from the tray and handed to the surgeon. The depth gauge was not used on the patient. It was reported that no further information was available.

Manufacturer narrative:
(B)(4). D10: 31-323230 3.2mmx30mm rnglc+ acet drl bit 66040962. 110010265 g7 osseoti multihole 54mm f 65641581. 00-6250-065-25 bone screw 6.5x25 selftap j7495941. 30123606 g7 vit e high wall lnr 36mm f 65967897. Visual examination of the provided pictures identified the tip of the depth gauge is fractured. The gauge has scuffing on the shaft and handle. Complaint confirmed based on evaluation of provided images. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.